Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was removed during a procedure on (B)(6) 2025. It was reported that the orbera balloon hyperinflated and the patient experienced vomiting, abdominal discomfort, bloating, and nausea. Ultrasound imaging was performed and an endoscopic procedure was required to remove the balloon, which was found to be hyperinflated. A new balloon was placed. The patient is expected to fully recover. The customer provided photos showing that the balloon appears blue in color. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Therefore, the ar codes device use of device issue- user error (5191:2457) have been applied.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was removed during a procedure on (B)(6), 2025. It was reported that the orbera balloon hyperinflated and the patient experienced vomiting, abdominal discomfort, and nausea. Ultrasound imaging was performed, and an endoscopic procedure was required to remove the balloon, which was found to be hyperinflated. A new ballon was placed. The patient is expected to fully recover. The customer provided photos showing that the balloon appears blue in color. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Therefore, the ar codes device use of device issue- user error (5191:2457) have been applied.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device evaluation block h11 the returned orbera intragastric balloon system was analyzed and media was provided. A visual inspection and media analysis was performed. The device was returned deflated where it can be observed that the balloon is colored blue, most likely it was filled with methylene blue. Additionally, during the visual inspection it is possible to identify a huge hole in the ballon (torn longitudinal). The customer provided some pictures where inflation of the device can be observed, and a line that indicates the presence of air in the balloon. Additionally, the balloon is colored blue. In other images, it is possible to identify part of the procedure during the placing and removal of the balloon in the same procedure and general information of event. The reported events of balloon spontaneous inflation and device use of device issue user error could be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon spontaneous inflation, balloon torn longitudinal, device use of device issue user error, vomiting, discomfort, nausea, imaging required and endoscopic procedure were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. There is no evidence that there is any issue with translation, wording, or graphics of the instructions for use (IFU)/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon spontaneous inflation, vomiting, discomfort and nausea. Based on all gathered information, the device was used in a manner inconsistent with a written instruction in the IFU. Therefore, device use of device issue - user error in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. For the events imaging required and endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. For the events of balloon spontaneous inflation, vomiting, discomfort and nausea, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as known inherent risk of device. For the issue detected during the visual inspection of balloon torn longitudinal, a most probable conclusion code of adverse event related to procedure. This conclusion was selected because most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device.